Event description:
Reportedly, this valve was explanted at implant because tricentrix holder was not properly prepared and surgeon suspected suture looping. Surgeon not yet trained in tricentrix valve holder deployment. No further information was provided.

Manufacturer narrative:
Evaluation summary: examination of the returned valve confirmed the presence of a suture loop at the free margins of the cusp 1 and the cusp 3 leaflets at the commissure 1 post. There was also evidence of suture looping noted at the free margins of the cusp 1 and the cusp 2 leaflets at the commissure 2 post. Suture track marks, creases, and folds were present on the affected leaflets. Incomplete coaptation may have resulted from the suture looping. The commissure post 1 was bent inwards. Suture looping is a user technique related issue.